Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mikhaylovskiy mv, suzdalov va. Multistage surgical treatment of early-onset scoliosis in patients with ehlers-danlos syndrome: a series of observations. Pediatric traumatology, orthopaedics and reconstructive surgery. 2022;10(4):449¿457. Doi: https://doi.org/10.17816/ptors111126. Objective/methods/study data: the study analyzed the results of multistage surgical treatment of early scoliosis in patients with severe spinal deformities due to ehlers¿danlos syndrome (eds). Four patients with a confirmed diagnosis of ehlers¿danlos syndrome and progressive spinal deformities underwent multi-stage surgical treatment using veptr ii instrumentation, which included periodic distractions with different endocorrector arrangements and the final stage with the removal of veptr ii distractors, correction with third-generation segmental instrumentation, and dorsal fusion with autologous bone (3 of 4 cases). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes veptr ii. Adverse event(s) and provided interventions possibly associated with unk - veptr implants: rib hook (B)(4)): case 1: female patient. - in 2019 and 2021, instability of the cranial grip of the veptr ii instrumentation was detected (the stability of endocorrector was restored during staged distractions). Adverse event(s) and provided interventions possibly associated with unk - constructs: veptr ii (B)(4)): case 1: female patient - in 2022, pectus excavatum recurred after nass thoracoplasty. Adverse event(s) and provided interventions possibly associated with unk - veptr implants: lamina hook (B)(4): case 2: female patient - in 2019, instability of the distal fulcrum was detected. The hardware stability was restored during staged distraction. Adverse event(s) and provided interventions possibly associated with unk - veptr implants: rib hook (B)(4): case 3: female patient - displacement of the cranial grip (reinstallation of the endocorrector during staged distraction) in 2012. Adverse event(s) and provided interventions possibly associated with unk - veptr implants: lamina hook (B)(4): case 3: female patient - in 2013, instability of the distal grip (reinstallation during staged distraction) was noted. Adverse event(s) and provided interventions possibly associated with unk - veptr implants: ala hook (B)(4): case 4: male patient - 2017: instability of the pelvic hook on the right (restored during staged distraction). - 2018: fracture of the right pelvic hook (replacement during staged distraction). Adverse event(s) and provided interventions possibly associated with unk - veptr implants: rib hook (B)(4): case 4: male patient - 2019: instability of the left cranial grip on the right (restored during staged distraction).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.